Event description:
It was reported by the customer that during a routine check the cardiosave intra-aortic balloon pump (iabp) top screen malfunctioned. There was no patient involvement and no harm reported.

Manufacturer narrative:
E1 - event site name: (B)(6) hospital. Upon completion of the investigation into this event a follow up report will be submitted.